Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was found to have migrated. The device was explanted on (B)(6) 2019 and the patient did not experience any adverse symptoms.